Event description:
It was reported that pump generated cartridge alarm during use, which later occurred again during cartridge loading after customer removed used cartridge before being prompted. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, received education to wait for pump prompt before removing used cartridge and to place pump in storage mode before return, and was instructed to return malfunctioning pump within 10 days; technical support arranged shipment of replacement pump and coordinated with logistics provider to obtain and share delivery tracking information upon customer request.